Manufacturer narrative:
Medegen received notification of this issue and made a conscious decision to file an MDR due to the fact that a droplet of blood ejected from the valve and hit the nurse in the face. Since the product has not been returned we are unable to determine if this was a user error or a product problem. Medegen has been in contact with the user facility and at this time info is limited, and we have been unable to obtain the sample. Medegen will file an updated report as soon as more info and/or a sample is available for evaluation.

Event description:
Upon disconnect, the valve returned and splashed blood in the face of the nurse.